Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("right essure device perforated through the right fallopian tube"), device dislocation ("migration of the device") and pelvic pain ("severe pelvic pain") in a 29-year-old female patient who had essure (batch no. A95863) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test". The patient's past medical history included multigravida and parity 3 (B)(6) 2002, (B)(6) 2008, (B)(6) 2012). Previously administered products included for an unreported indication: depo - provera from (B)(6) 2013 to (B)(6) 2013. Concurrent conditions included overweight, rheumatic fever, back pain, uterine enlargement, right lower quadrant pain, menses irregular with excessive bleeding and general anesthesia. Concomitant products included paracetamol (tylenol). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced weight increased ("weight gain"). On (B)(6) 2016, 3 years 3 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menstruation issues specifically menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and fatigue ("fatigue"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and alopecia ("hair loss"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, pelvic pain, menorrhagia, vaginal hemorrhage, fatigue, alopecia and weight increased outcome was unknown. The reporter considered alopecia, device dislocation, fallopian tube perforation, fatigue, menorrhagia, pelvic pain, vaginal hemorrhage and weight increased to be related to essure. The reporter commented: physician confirmed post-procedure that the right essure device perforated through the right fallopian tube. The last two children were born with a genetic syndrome (mainzer-saldino). 8 coils were seen protruding from the canal diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. The patient will use dmpa for contraception until hysterosalpingogram confirms tubal occlusion. On an unspecified date, she had uterus and cervix right salpingectomy with essure: cervix- chronic cervicitis with erosions squamous metaplasia endometrium ¿ secretory endometrium myometrium - diffuse myometrial hypertrophy (weight 112 grams) serosa- no pathologic abnormality right fallopian tube - fallopian tube with hematoma medical appliance-essure. Device (gross)- specimen submitted as "uterus and cervix and right salpingectomy with essure" consists of a 112 gram uterus and cervix measuring 8.8 x 6.0 x 4.3 cm. The cervical appears parous and measures 1.5 cm in width. There is erosion and petechial hemorrhage in the cervix. The endometrium is smooth, tan-pink and measures 0.2 cm in thickness. The myometrium measures 2.0 cm in thickness. There are no myometrial nodules. The serosa is smooth and glistening without adhesions. A metal wire is identified in the right cornu. A thin metal wire is identified in the left cornu. The right fallopian tube is attached and measures 7.5 cm in length by o.b cm in diameter. The distal third of the fallopian tube has a hematoma measuring 3.s x 2.5 x 1.0 cm. A metal wire is also identified in the isthmic portion of the right fallopian tube. Concerning the injuries reported in this case, the following one were reported via medical records confirming events menorrhagia, chronic pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jul-2018: update of quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("right essure device perforated through the right fallopian tube"), device dislocation ("migration of the device") and pelvic pain ("severe pelvic pain") in a 29-year-old female patient who had essure (batch no. A95863) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test". The patient's past medical history included multigravida and parity 3 ((B)(6) 2002, (B)(6) 2008, (B)(6) 2012). Previously administered products included for an unreported indication: depo - provera from may 2013 to august 2013. Concurrent conditions included overweight, rheumatic fever, back pain, uterine enlargement, right lower quadrant pain, menses irregular with excessive bleeding and general anesthesia. Concomitant products included paracetamol (tylenol). On (B)(6) 2013, the patient had essure inserted. In december 2013, the patient experienced weight increased ("weight gain"). On (B)(6) 2016, 3 years 3 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menstruation issues specifically menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and fatigue ("fatigue"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion ("expulsion of essure device") and alopecia ("hair loss"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)), surgery (total hysterectomy (uterus and cervix removed)) and surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, pelvic pain, device expulsion, menorrhagia, vaginal haemorrhage, fatigue, alopecia and weight increased outcome was unknown. The reporter considered alopecia, device dislocation, device expulsion, fallopian tube perforation, fatigue, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: physician confirmed post-procedure that the right essure device perforated through the right fallopian tube. The last two children were born with a genetic syndrome (mainzer-saldino). 8 coils were seen protruding from the canal . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. The patient will use dmpa for contraception until hysterosalpingogram confirms tubal occlusion. On an unspecified date, she had uterus and cervix right salpingectomy with essure: cervix- chronic cervicitis with erosions squamous metaplasia endometrium ¿ secretory endometrium myometrium - diffuse myometrial hypertrophy (weight 112 grams) serosa- no pathologic abnormality right fallopian tube - fallopian tube with hematoma medical appliance-essure device (gross)- specimen submitted as "uterus and cervix and right salpingectomy with essure" consists of a 112 gram uterus and cervix measuring 8.8 x 6.0 x 4.3 cm. The cervical appears parous and measures 1.5 cm in width. There is erosion and petechial hemorrhage in the cervix. The endometrium is smooth, tan-pink and measures 0.2 cm in thickness. The myometrium measures 2.0 cm in thickness. There are no myometrial nodules. The serosa is smooth and glistening without adhesions. A metal wire is identified in the right cornu. A thin metal wire is identified in the left cornu. The right fallopian tube is attached and measures 7.5 cm in length by o.b cm in diameter. The distal third of the fallopian tube has a hematoma measuring 3.s x 2.5 x 1.0 cm. A metal wire is also identified in the isthmic portion of the right fallopian tube. Concerning the injuries reported in this case, the following one were reported via medical records confirming events menorrhagia, chronic pelvic pain . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 3-jul-2018: from pfs event " expulsion of essure device" added. Patient and product information added. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("right essure device perforated through the right fallopian tube"), device dislocation ("migration of the device") and pelvic pain ("severe pelvic pain/ pelvic pain right side") in a 29-year-old female patient who had essure (batch no: a95863) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test". The patient's medical history included multigravida and parity 3 (on (B)(6) 2002, on (B)(6) 2008, on (B)(6) 2012). Previously administered products included for an unreported indication: depo - provera from may 2013 to august 2013. Concurrent conditions included overweight, rheumatic fever, back pain, uterine enlargement, right lower quadrant pain, menses irregular with excessive bleeding and general anesthesia. Concomitant products included nsaid's, paracetamol (acetaminophen) and paracetamol (tylenol). On (B)(6) 2013, the patient had essure inserted. In june 2013, the patient experienced menorrhagia ("menstruation issues specifically menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and fatigue ("fatigue"), 3 years 3 months after insertion of essure. In june 2013, the patient experienced depression ("depression") and anxiety ("mental anguish"). In december 2013, the patient was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required). In september 2016, the patient experienced device expulsion ("expulsion of essure device"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and alopecia ("hair loss"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, device expulsion, menorrhagia, vaginal haemorrhage, fatigue, alopecia, weight increased, depression and anxiety outcome was unknown and the pelvic pain had resolved. The reporter considered alopecia, anxiety, depression, device dislocation, device expulsion, fallopian tube perforation, fatigue, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: physician confirmed post-procedure that the right essure device perforated through the right fallopian tube. The last two children were born with a genetic syndrome (mainzer-saldino). 8 coils were seen protruding from the canal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. The patient will use dmpa for contraception until hysterosalpingogram confirms tubal occlusion. On an unspecified date, she had uterus and cervix right salpingectomy with essure: cervix- chronic cervicitis with erosions squamous metaplasia endometrium ¿ secretory endometrium myometrium. Diffuse myometrial hypertrophy (weight 112 grams) serosa- no pathologic abnormality right fallopian tube - fallopian tube with hematoma medical appliance-essure device (gross)- specimen submitted as "uterus and cervix and right salpingectomy with essure" consists of a 112 gram uterus and cervix measuring 8.8 x 6.0 x 4.3 cm. The cervical appears parous and measures 1.5 cm in width. There is erosion and petechial hemorrhage in the cervix. The endometrium is smooth, tan-pink and measures 0.2 cm in thickness. The myometrium measures 2.0 cm in thickness. There are no myometrial nodules. The serosa is smooth and glistening without adhesions. A metal wire is identified in the right cornu. A thin metal wire is identified in the left cornu. The right fallopian tube is attached and measures 7.5 cm in length by o.b cm in diameter. The distal third of the fallopian tube has a hematoma measuring 3.s x 2.5 x 1.0 cm. A metal wire is also identified in the isthmic portion of the right fallopian tube. Concerning the injuries reported in this case, the following one were reported via medical records confirming events menorrhagia, chronic pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-dec-2018: event "severe pelvic pain/ pelvic pain right side " outcome updated to "recovered / resolved" from pfs. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("right essure device perforated through the right fallopian tube"), device dislocation ("migration of the device") and pelvic pain ("severe pelvic pain") in a 29-year-old female patient who had essure (batch no. A95863) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test". The patient's past medical history included multigravida and parity 3 (B)(6) 2002, (B)(6) 2008, (B)(6) 2012). Previously administered products included for an unreported indication: depo - provera from may 2013 to august 2013. Concurrent conditions included overweight, rheumatic fever, back pain, uterine enlargement, right lower quadrant pain, menses irregular with excessive bleeding and general anesthesia. Concomitant products included nsaid's, paracetamol (acetaminophen) and paracetamol (tylenol). On (B)(6) 2013, the patient had essure inserted. In june 2013, 3 years 3 months after insertion of essure, the patient experienced menorrhagia ("menstruation issues specifically menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and fatigue ("fatigue"). In june 2013, the patient experienced depression ("depression") and anxiety ("mental anguish"). In december 2013, the patient experienced weight increased ("weight gain"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required). In september 2016, the patient experienced device expulsion ("expulsion of essure device"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and alopecia ("hair loss"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, pelvic pain, device expulsion, menorrhagia, vaginal haemorrhage, fatigue, alopecia, weight increased, depression and anxiety outcome was unknown. The reporter considered alopecia, anxiety, depression, device dislocation, device expulsion, fallopian tube perforation, fatigue, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: physician confirmed post-procedure that the right essure device perforated through the right fallopian tube. The last two children were born with a genetic syndrome (mainzer-saldino). 8 coils were seen protruding from the canal diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. The patient will use dmpa for contraception until hysterosalpingogram confirms tubal occlusion. On an unspecified date, she had uterus and cervix right salpingectomy with essure: cervix- chronic cervicitis with erosions squamous metaplasia endometrium ¿ secretory endometrium myometrium - diffuse myometrial hypertrophy (weight 112 grams) serosa- no pathologic abnormality right fallopian tube - fallopian tube with hematoma medical appliance-essure device (gross)- specimen submitted as "uterus and cervix and right salpingectomy with essure" consists of a 112 gram uterus and cervix measuring 8.8 x 6.0 x 4.3 cm. The cervical appears parous and measures 1.5 cm in width. There is erosion and petechial hemorrhage in the cervix. The endometrium is smooth, tan-pink and measures 0.2 cm in thickness. The myometrium measures 2.0 cm in thickness. There are no myometrial nodules. The serosa is smooth and glistening without adhesions. A metal wire is identified in the right cornu. A thin metal wire is identified in the left cornu. The right fallopian tube is attached and measures 7.5 cm in length by o.b cm in diameter. The distal third of the fallopian tube has a hematoma measuring 3.s x 2.5 x 1.0 cm. A metal wire is also identified in the isthmic portion of the right fallopian tube. Concerning the injuries reported in this case, the following one were reported via medical records confirming events menorrhagia, chronic pelvic pain quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Concomitant drugs were added. Added event depression, mental anguish. Updated onset date of the events. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('right essure device perforated through the right fallopian tube'), device dislocation ('migration of the device') and pelvic pain ('severe pelvic pain/ pelvic pain right side') in a 29-year-old female patient who had essure (batch no. A95863) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test". The patient's medical history included multigravida and parity 3 ((B)(6) 2002, (B)(6) 2008, (B)(6) 2012). Current weight 139 lbs. Previously administered products included for an unreported indication: depo - provera from (B)(6) 2013 to (B)(6) 2013. Concurrent conditions included overweight, rheumatic fever, back pain, uterine enlargement, right lower quadrant pain, menses irregular with excessive bleeding, general anesthesia and body mass index normal. Concomitant products included nsaids, paracetamol (acetaminophen) and paracetamol (tylenol). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia ("menstruation issues specifically menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and fatigue ("fatigue"), 3 years 3 months after insertion of essure. In (B)(6) 2013, the patient experienced depression ("depression/ psych injury") and anxiety ("mental anguish"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced device expulsion ("expulsion of essure device"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, pelvic pain and menorrhagia had resolved and the device expulsion, vaginal haemorrhage, fatigue, alopecia, weight increased, depression and anxiety outcome was unknown. The reporter considered alopecia, anxiety, depression, device dislocation, device expulsion, fallopian tube perforation, fatigue, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: physician confirmed post-procedure that the right essure device perforated through the right fallopian tube. The last two children were born with a genetic syndrome (mainzer-saldino). 8 coils were seen protruding from the canal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.3 kg/sqm. The patient will use dmpa for contraception until hysterosalpingogram confirms tubal occlusion. On an unspecified date, she had uterus and cervix right salpingectomy with essure: cervix- chronic cervicitis with erosions squamous metaplasia endometrium ¿ secretory endometrium myometrium - diffuse myometrial hypertrophy (weight 112 grams) serosa- no pathologic abnormality right fallopian tube - fallopian tube with hematoma medical appliance-essure device (gross)- specimen submitted as "uterus and cervix and right salpingectomy with essure" consists of a 112 gram uterus and cervix measuring 8.8 x 6.0 x 4.3 cm. The cervical appears parous and measures 1.5 cm in width. There is erosion and petechial hemorrhage in the cervix. The endometrium is smooth, tan-pink and measures 0.2 cm in thickness. The myometrium measures 2.0 cm in thickness. There are no myometrial nodules. The serosa is smooth and glistening without adhesions. A metal wire is identified in the right cornu. A thin metal wire is identified in the left cornu. The right fallopian tube is attached and measures 7.5 cm in length by o.b cm in diameter. The distal third of the fallopian tube has a hematoma measuring 3.s x 2.5 x 1.0 cm. A metal wire is also identified in the isthmic portion of the right fallopian tube. Concerning the injuries reported in this case, the following one were reported via medical records confirming events menorrhagia, chronic pelvic pain lot number:a95863 manufacturing date: 2013-01 expiration date: 2016-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("right essure device perforated through the right fallopian tube"), device dislocation ("migration of the device") and pelvic pain ("severe pelvic pain") in a 29-year-old female patient who had essure (batch no. A95863) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test". The patient's past medical history included multigravida and parity 3 ((B)(6) 2002, (B)(6) 2008, (B)(6) 2012). Previously administered products included for an unreported indication: depo - provera from may 2013 to august 2013. Concurrent conditions included overweight, rheumatic fever, back pain, uterine enlargement, right lower quadrant pain, menses irregular with excessive bleeding and general anesthesia. Concomitant products included paracetamol (tylenol). On (B)(6) 2013, the patient had essure inserted. In december 2013, the patient experienced weight increased ("weight gain"). On (B)(6) 2016, 3 years 3 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menstruation issues specifically menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and fatigue ("fatigue"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and alopecia ("hair loss"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, pelvic pain, menorrhagia, vaginal haemorrhage, fatigue, alopecia and weight increased outcome was unknown. The reporter considered alopecia, device dislocation, fallopian tube perforation, fatigue, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: physician confirmed post-procedure that the right essure device perforated through the right fallopian tube. The last two children were born with a genetic syndrome (mainzer-saldino). 8 coils were seen protruding from the canal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. The patient will use dmpa for contraception until hysterosalpingogram confirms tubal occlusion. On an unspecified date, she had uterus and cervix right salpingectomy with essure: cervix- chronic cervicitis with erosions squamous metaplasia endometrium ¿ secretory endometrium myometrium - diffuse myometrial hypertrophy (weight 112 grams) serosa- no pathologic abnormality right fallopian tube - fallopian tube with hematoma medical appliance-essure device (gross)- specimen submitted as "uterus and cervix and right salpingectomy with essure" consists of a 112 gram uterus and cervix measuring 8.8 x 6.0 x 4.3 cm. The cervical appears parous and measures 1.5 cm in width. There is erosion and petechial hemorrhage in the cervix. The endometrium is smooth, tan-pink and measures 0.2 cm in thickness. The myometrium measures 2.0 cm in thickness. There are no myometrial nodules. The serosa is smooth and glistening without adhesions. A metal wire is identified in the right cornu. A thin metal wire is identified in the left cornu. The right fallopian tube is attached and measures 7.5 cm in length by o.b cm in diameter. The distal third of the fallopian tube has a hematoma measuring 3.s x 2.5 x 1.0 cm. A metal wire is also identified in the isthmic portion of the right fallopian tube. Concerning the injuries reported in this case, the following one were reported via medical records confirming events menorrhagia, chronic pelvic pain. Most recent follow-up information incorporated above includes: on 26-feb-2018: plaintiff fact sheet and medical records were received- all relevant medical history, concurrent condition, concomitant medication, lot number were added.events abnormal bleeding (vaginal) fatigue, hair loss, weight gain, device monitoring procedure not performed were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('right essure device perforated through the right fallopian tube'), uterine perforation ('uterine perforation'), device dislocation ('migration of the device') and pelvic pain ('severe pelvic pain/ pelvic pain right side') in a 29-year-old female patient who had essure (batch no. A95863) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test". The patient's medical history included multigravida and parity 3 ((B)(6) 2002, (B)(6) 2008, (B)(6) 2012). Current weight 139 lbs. Previously administered products included for an unreported indication: depo - provera from (B)(6) 2013 to (B)(6) 2013. Concurrent conditions included overweight, rheumatic fever, back pain, uterine enlargement, right lower quadrant pain, menses irregular with excessive bleeding, general anesthesia and body mass index normal. Concomitant products included nsaids, paracetamol (acetaminophen) and paracetamol (tylenol). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia ("menstruation issues specifically menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and fatigue ("fatigue"), 3 years 3 months after insertion of essure. In (B)(6) 2013, the patient experienced depression ("depression/ psych injury") and anxiety ("mental anguish"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), unilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, pelvic pain, menorrhagia and vaginal haemorrhage had resolved and the uterine perforation, fatigue, alopecia, weight increased, depression and anxiety outcome was unknown. The reporter considered alopecia, anxiety, depression, device dislocation, fallopian tube perforation, fatigue, menorrhagia, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: physician confirmed post-procedure that the right essure device perforated through the right fallopian tube. The last two children were born with a genetic syndrome (mainzer-saldino). 8 coils were seen protruding from the canal diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.3 kg/sqm. The patient will use dmpa for contraception until hysterosalpingogram confirms tubal occlusion. On an unspecified date, she had uterus and cervix right salpingectomy with essure: cervix- chronic cervicitis with erosions squamous metaplasia endometrium ¿ secretory endometrium myometrium - diffuse myometrial hypertrophy (weight 112 grams) serosa- no pathologic abnormality right fallopian tube - fallopian tube with hematoma medical appliance-essure device (gross)- specimen submitted as "uterus and cervix and right salpingectomy with essure" consists of a 112 gram uterus and cervix measuring 8.8 x 6.0 x 4.3 cm. The cervical appears parous and measures 1.5 cm in width. There is erosion and petechial hemorrhage in the cervix. The endometrium is smooth, tan-pink and measures 0.2 cm in thickness. The myometrium measures 2.0 cm in thickness. There are no myometrial nodules. The serosa is smooth and glistening without adhesions. A metal wire is identified in the right cornu. A thin metal wire is identified in the left cornu. The right fallopian tube is attached and measures 7.5 cm in length by o.b cm in diameter. The distal third of the fallopian tube has a hematoma measuring 3.s x 2.5 x 1.0 cm. A metal wire is also identified in the isthmic portion of the right fallopian tube. Concerning the injuries reported in this case, the following one were reported via medical records confirming events menorrhagia, chronic pelvic pain lot number:a95863, manufacturing date:2013-01, expiration date:2016-01. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received:outcome of the previously reported event- vaginal bleeding were updated, reporter was added. Event device expulsion updated to uterine perforation. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('right essure device perforated through the right fallopian tube'), device dislocation ('migration of the device') and pelvic pain ('severe pelvic pain/ pelvic pain right side') in a 29-year-old female patient who had essure (batch no. A95863) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test". The patient's medical history included multigravida and parity 3 ((B)(6) 2002, (B)(6) 2008, (B)(6) 2012). Current weight 139 lbs. Previously administered products included for an unreported indication: depo - provera from (B)(6) 2013 to (B)(6) 2013. Concurrent conditions included overweight, rheumatic fever, back pain, uterine enlargement, right lower quadrant pain, menses irregular with excessive bleeding, general anesthesia and body mass index normal. Concomitant products included nsaids, paracetamol (acetaminophen) and paracetamol (tylenol). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia ("menstruation issues specifically menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and fatigue ("fatigue"), 3 years 3 months after insertion of essure. In (B)(6) 2013, the patient experienced depression ("depression/ psych injury") and anxiety ("mental anguish"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced device expulsion ("expulsion of essure device"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, pelvic pain and menorrhagia had resolved and the device expulsion, vaginal haemorrhage, fatigue, alopecia, weight increased, depression and anxiety outcome was unknown. The reporter considered alopecia, anxiety, depression, device dislocation, device expulsion, fallopian tube perforation, fatigue, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: physician confirmed post-procedure that the right essure device perforated through the right fallopian tube. The last two children were born with a genetic syndrome (mainzer-saldino). 8 coils were seen protruding from the canal diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.3 kg/sqm. The patient will use dmpa for contraception until hysterosalpingogram confirms tubal occlusion. On an unspecified date, she had uterus and cervix right salpingectomy with essure: cervix- chronic cervicitis with erosions squamous metaplasia endometrium ¿ secretory endometrium myometrium - diffuse myometrial hypertrophy (weight 112 grams) serosa- no pathologic abnormality right fallopian tube - fallopian tube with hematoma medical appliance-essure device (gross)- specimen submitted as "uterus and cervix and right salpingectomy with essure" consists of a 112 gram uterus and cervix measuring 8.8 x 6.0 x 4.3 cm. The cervical appears parous and measures 1.5 cm in width. There is erosion and petechial hemorrhage in the cervix. The endometrium is smooth, tan-pink and measures 0.2 cm in thickness. The myometrium measures 2.0 cm in thickness. There are no myometrial nodules. The serosa is smooth and glistening without adhesions. A metal wire is identified in the right cornu. A thin metal wire is identified in the left cornu. The right fallopian tube is attached and measures 7.5 cm in length by o.b cm in diameter. The distal third of the fallopian tube has a hematoma measuring 3.s x 2.5 x 1.0 cm. A metal wire is also identified in the isthmic portion of the right fallopian tube. Concerning the injuries reported in this case, the following one were reported via medical records confirming events menorrhagia, chronic pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet received. Event outcome of menorrhagia, migration & perforation updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), fallopian tube perforation ("right essure device perforated through the right fallopian tube") and device dislocation ("migration of the device") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient started essure. On (B)(6) 2016, 1204 days after starting essure, the patient experienced fallopian tube perforation (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), device dislocation (seriousness criterion medically significant) and menorrhagia ("menstruation issues specifically menorrhagia"). The patient was treated with surgery (removal of the essure device on (B)(6) 2016). Essure was withdrawn. At the time of the report, the pelvic pain, fallopian tube perforation, device dislocation and menorrhagia outcome was unknown. The reporter considered pelvic pain, fallopian tube perforation, device dislocation and menorrhagia to be related to essure. The reporter commented: physician confirmed post-procedure that the right essure device perforated through the right fallopian tube. Company causality comment: this spontaneous case report is under litigation and refers to a female consumer who experienced severe pelvic pain, migration of the device (device dislocation) and her right device perforated through the fallopian tube (fallopian tube perforation). She had the devices removed three years and three months after insertion. All events are anticipated in the reference safety information for essure. The exact time point and mechanism of fallopian tube perforation and device dislocation are not known. However, considering the temporal relationship and the nature of events, causality with the suspect insert cannot be excluded. Even though the fallopian tube perforation and device dislocation could alternatively explain the pelvic pain occurrence, pelvic pain may occur after essure insertion. Therefore, a causal relationship with essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. In addition, a non-serious event was reported. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 4-apr-2017: quality-safety evaluation of ptc (ptc global number (B)(4)). Company causality comment: this spontaneous case report is under litigation and refers to a female consumer who experienced severe pelvic pain, migration of the device (device dislocation) and her right device perforated through the fallopian tube (fallopian tube perforation). She had the devices removed three years and three months after insertion. The exact time point and mechanism of fallopian tube perforation and device dislocation are not known. However, considering the temporal relationship and the nature of events, causality with the suspect insert cannot be excluded. Even though the fallopian tube perforation and device dislocation could alternatively explain the pelvic pain occurrence, pelvic pain may occur after essure insertion. Therefore, a causal relationship with essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. In addition, a non-serious event was reported. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. Further information will be obtained through the litigation process.